Manufacturer narrative:
UDI: unknown part number, UDI unavailable. Upon completion of the investigation a follow up report will be filed.

Event description:
Neurosurgeon was using a burr hold maker when, as it reached the inner cortex, rather than stopping, the device grabbed the inner surface and was forcibly pulled through the inner cortex approx 8mm through the inner cortex. It stopped at the blue anti-subsidence shield on the codman device. The pulling occurred in spite of the surgeon having his hand rest on the scalp in order to prevent plunging. There was no injury to the pt. On (B)(6) 2016 per initial reporter: any delays in surgery over 30 minutes: no. Any adverse consequences: no. Product code: the only information I was able to decipher was provided on the original report. The piece of equipment was autoclaved, and I believe this impacted our ability to read the information device being returned: we did not return it but we can if need be lot or serial #. (B)(6).

Manufacturer narrative:
Updated UDI: unknown part number, UDI unavailable; (B)(4). Device evaluation: g4, g7, h2, h3, h4, h6, h10. Upon completion of the investigation it was noted that the customer¿s complaint of " it reached the inner cortex, rather than stopping" was not verified. This perforator met functional test acceptance requirements; proper engagement and disengagement was achieved with every drill hole and there was no erratic and poor cutting action. The device history records for this perforator were not reviewed since the lot number could not be traced from the etp label. Eto label was found completely worn and thus lot number was unreadable. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
Device was returned for evaluation. A follow up report will be filed upon completion of the investigation.